Manufacturer narrative:
The reported event of increased longevity was not confirmed by analysis. Final analysis found the longevity to be appropriate. No anomalies were detected.

Event description:
It was reported that the patient's pacemaker overestimated its projected longevity. Although no intervention was performed, the device has since recalculated a more accurate longevity estimate. The patient's status was unknown.